Event description:
Customer obtained results of 162 and 335mg/dl on the same device within one minute. No adverse event or serious injury reported. No treatment based upon results. Requested return of product and replacement sent. No controls ran on device.